Manufacturer narrative:
Other text: two samples were received for evaluation. Visual inspection revealed a part of an extension set in the photo and the samples received were in used conditions inside a plastic bag and not in its original packaging; no damage was detected. Functional testing was performed but the reported issue could not be replicated. No root cause could be determined as no device problem was found. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No action was taken. D3, g1, g2 email address: regulatory.responses@icumed.com.

Event description:
It was reported the disposable exhibited a leak. No adverse patient effects were reported by the customer.

Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.